Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure on (B)(6) 2015. According to the complainant, during the procedure, the wire snapped inside of the sheath. No part of the device fell inside the patient and the procedure was completed using a different device. No damage was noted to the device or packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found the flare detached and the catheter was slightly kinked in the extreme of the strain relief. The wire was kinked in the middle of the device and near to the distal section. Further evaluation found the wire to be kinked near the handle; coinciding with the kink on the catheter in the extreme of the strain relief. The handle cannula was in good condition and the device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure on (B)(6) 2015. According to the complainant, during the procedure, the wire snapped inside of the sheath. No part of the device fell inside the patient and the procedure was completed using a different device. No damage was noted to the device or packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.